Event description:
It was reported that a balloon rupture occurred. The target lesion was 99% stenosed and located in a severely tortuous and severely calcified artery. During procedure, a 2.50 x 20 mm agent dcb ruptured. The device was removed and the procedure was completed with another agent dcb. No patient injury was reported.